Event description:
It was reported that during a surgical procedure, due to a recent event a loose head trial that was retained in a patient during hip surgery became loose from the neck trial during reduction. Patient harm; retained head trial in patient. Additional information: the head and neck trials were replaced due to wear and tear. A head trial was retained in the patient during surgery after being detached from the neck trial due to potential wear and tear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.